Event description:
When removing a portion of the stomach via the port site, the alexis wound protector broke. A portion of the wound protector was in the abdomen. The surgeon removed the complete broken portion that was in the abdomen. X-ray was obtained. X-ray was negative.

Manufacturer narrative:
The following elements have blank data.

Event description:
When removing a portion of the stomach via the port site, the alexis wound protector broke. A portion of the wound protector was in the abdomen. The surgeon removed the complete broken portion that was in the abdomen. X-ray was obtained. X-ray was negative.